Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased threshold and impedance measurements. A revision procedure was performed where the lead was viewed under fluoroscopy and noted to have a separated coil. It was also noted that during the original implant of this lead, the physician had experienced placement difficulty and the guidewire had been cut off and left inside of the lead. During the revision procedure the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.